Event description:
The fse (field service engineer) reported during preventative maintenance on the alinity I processing module, waste liquid went into their right eye. The fse replaced the valves of the wash zone 1. The event occurred while replacing the waste pump head. The fse immediately flushed their eyes with water and saline. The fse went to the emergency room where they flushed their eyes saline. It was reported they did not require any medication or treatment other than described. There is no report of injury. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The investigation included a review of data and information provided by the customer, search for similar complaints, service history review, labeling review, ticket trending review, and field data review. Labeling addresses biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. Additionally, it contains adequate information for the troubleshooting, removal, and replacement of the head, waste pump. The instrument service history review revealed no additional service tickets associated with the issue. Device history record review did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. A review of tracking and trending for the head, waste pump did not identify any trends. A review of the alinity I/architect ia product monitoring review scorecard found no trends of the alinity I with regards to the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial ai21133 or head, waste pump was identified. All available patient information was included. Additional patient details are not available.